Event description:
In 2007, the pt was implanted with 6 gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm with bilateral aneurysmal iliacs. In 2009, a follow-up computer tomography revealed that the aortic cuff had migrated distally. The physician stated that the aortic extender component was not oversized enough. (Measurements of the pt's anatomy are not available.) Three months later, the pt underwent a reintervention where two additional gore excluder aaa endoprostheses were implanted. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, determine accurate size of anatomy and proper size of aortic extender endoprosthesis. Gore recommends that the gore excluder aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10-21% oversizing) and 1 mm larger than the iliac inner diameter (7-25% oversizing).